Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13e14096 and h13e02083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with amikacin IV (intravenous), (261.5 mg 2 dose), amikacin ip (20 mg/ 1 liter q (every) pd therapy) and vancomycin ip (20 mg/1 liter). During the patient¿s hospitalization, the patient¿s pd catheter and pd dialysis were discontinued due to the nature of the peritonitis infection. The patient was placed on hemodialysis therapy until completely recovered from this event of peritonitis. The patient was discharged from the hospital and was recovering from the peritonitis. No additional information is available. This is report 3 of 3.